Event description:
A customer contacted beckman coulter inc. (Bci) reporting troponin (accutni) quality control results shifting higher for one instrument as compared to the other. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
No patient data or results were supplied. No sample collection or centrifugation data was supplied. Qc shifted high out of the customer's established ranges. While troubleshooting with the customer, an air conditioning vent was found to be blowing cold air directly on one of the instruments. Once the air conditioning vent was turned off and the temperature difference between the 2 instruments reduced, qc was within the established range. This reportable event was identified during a retrospective review conducted between january 1, 2008 - october 23, 2010 of complaints for additional reportable events.